Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a corrupted database. A technical support specialist replaced data base and performed full synchronization to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system encountered multiple error messages, including data error occurred, unexpected error occurred, cannot open database, and login failed for user. Customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.